Manufacturer narrative:
Product was returned for evaluation on (B)(4) 2015. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Evaluation of the returned device confirmed the reported event as a portion of the tip was missing. Driver tip sheared most likely due to over torque condition. Based on device history records review, the product was made to print and correct materials and there were no indications that the product left biomet's control nonconforming.

Event description:
It was reported patient underwent a distal radius fixation procedure on an unknown date. During the procedure, the tip of the screwdriver fractured off in the locking shaft screw. The fractured tip remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. Lot code. Manufacture date. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."